Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca and one into the cx. It was reported by the cec that patient suffered non-q-wave myocardial infarction (target vessel) 3rd udmi peri pci - rca. The cec reported side branch occlusions of the rca. Sponsor assessed event is possibly related to device but not related to the anti platelet medication.